Manufacturer narrative:
The customer reported previously having an analyzer "smoke and melt". There were no allegations of patient/user harm. There were no allegations of incorrect results. This report is being provided based on the product correction response form submitted by the customer on 1/6/2020 as part of (B)(4). Customer was contacted for further detail, there was no allegation of injuries.

Event description:
The customer reported previously having an analyzer "smoke and melt". There were no allegations of patient/user harm. There were no allegations of incorrect results.